Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 368c27. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with four gst60b reloads (b, c, d and e) present. The reloads (b, c and d) were received fully fired and the reload (e) was received partially fired 3/4. The device was tested for functionality in the articulated position with the returned reload (e) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device batch number 368c27, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, during the first squeeze, 1-2 cm of staples were deployed and the blade didn't seem to advance. No tissue division was observed. During the second squeeze, the handle jammed after squeezing maybe 10-20% of the stroke and the stapler was stuck. Provider activated reverse and squeezed to disengage. A second device was opened and the procedure proceeded. No patient consequences reported.